Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were intermittently not observed to be exiting the infusion set tubing during the load fill tubing process. Ultimately, multiple cartridge changes were performed to address the issues; however, the issue persisted, and the customer reverted back to manual daily injections. A replacement pump was sent to the customer for customer satisfaction. Customer's blood glucose was 90-100 mg/dl.